Event description:
During visit to customer site. Olympus field service engineer observed, that the xenon light source exhibited lamp did not light (lamp failure). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the lamp did not light up due to xenon lamp failure which was replaced. Olympus will continue to monitor field performance for this device.